Manufacturer narrative:
Applicable images were returned to manufacturer for evaluation. Submitted picture appears to show approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Visual review of the fracture surface picture suggests a fairly flat fracture surface and circular material flow, consistent with torsional overload. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent an unknown spinal procedure to address ¿degenerative spondylolisthesis. It was reported that during final tightening, the set screw slipped; the surgeon tried to break off the setscrew and the tip of driver fractured in the setscrew head. The surgeon removed the setscrew and no driver or screw fragment remained in the patient.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.